Manufacturer narrative:
Medwatch sent to FDA on 5/4/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling and thickened is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema and skin irritation: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting the patient with juvéderm voluma with lidocaine. Another month later, the patient had additional injections with juvéderm voluma with lidocaine and juvéderm volift with lidocaine. Before and after injection, the patient had a "disinfection." Months later, the patient developed "swelling of the lip that extended during the next days to the whole face." The filler was "thickened and palpable." Patient was treated with ciprofloxacin and perenterol forte. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00189 ((B)(4)). This MDR is being submitted for the second suspect product, the second instance of juvéderm voluma with lidocaine, also a device manufactured by allergan.